Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The distributor reported the following incident occurred on (B)(6), which was presented in a demonstration of this product at (B)(6). The extension which is connected to the collector fluid was leaking where the closed circuit was interrupted. This condition can be a cause of infection and the measurement will be incorrect. Also it brings risks of biological contamination to staff. Per affiliate: please describe where the leak occurred on the device being investigated. The leak was found in the joint to the patient line catheter . Did this event occur intra-operatively? No. It didn't. The event occurred during a demonstration in a meeting room with the hospital staff. Outside from de patient. Did the reported event cause any delays in the procedure or surgery over 30 minutes? No it didn't were there any adverse consequences to the patient besides the risk of infection? No in this opportunity. But if the dispositive fails during the derivation, it could be dangerous is the device being returned for evaluation? Yes, however, it could not be sent yet. Once returned to analysis, we will inform you.